Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Manufacture date ¿ unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." "Inspect the instrument case and instruments for damage upon receipt and after each use and cleaning." Examination of returned device found no evidence of product non-conformance. During the evaluation, evidence of excessive wear on all surfaces was found. Material analysis and review of DHR shows that the instrument was made in 2006 which supports that the item was being used beyond it's useful life and was exposed to excessive force during the procedure.

Event description:
It was reported patient underwent a peritrochanteric nail procedure on (B)(6) 2013. During the procedure the reamer fractured. The fractured fragment was removed from the patient. No further information has been provided to date.